Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received one sealed maxcore disposable core biopsy instrument. Product packaging and label were returned, and product information was verified with tw. During visual evaluation, a hair was observed on the needle protector inside the sealed package. No other anomalies were noted. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as a hair was noted within the sealed packaging. A definitive root cause for the device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, a hair-like substance was allegedly found in the device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, a hair-like substance was allegedly found in the device. There was no patient contact.